Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an interventional endovascular aneurysm repair (evar) procedure. The suture of two prostyle devices were successfully pre-placed. The sheath was upsized to a large-bore, and the interventional procedure was completed. Reportedly post procedure, the suture trimmer was mounted onto the suture limb and the knot was advanced; however, the suture experienced a fracture. As guide wire access was maintained, an additional prostyle was deployed, and hemostasis was completed. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.